Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. There were no samples returned for this complaint; however, there were samples received for an additional complaint from the same customer for this lot number. An evaluation for this complaint could not be conducted since a defective sample was not returned for this complaint. Since a defective sample was not returned for this complaint, the results are inconclusive and establishing a definite root cause and corrective action is not possible. Argon will continue to monitor for issues of this nature in the future.

Event description:
¿I have several reports now of these lines breaking with in days of placement and they were finally able to identify the lot number.¿ ¿while there was no ¿harm¿ to the patient these incidents delayed care and required further invasive procedures to place new lines putting the patients at risk for infection with the break on the line and creating a new access point.¿

Event description:
¿I have several reports now of these lines breaking with in days of placement and they were finally able to identify the lot number.¿ ¿while there was no ¿harm¿ to the patient these incidents delayed care and required further invasive procedures to place new lines putting the patients at risk for infection with the break on the line and creating a new access point.¿

Manufacturer narrative:
It is unknown if the sample will get returned or not. Argon has not received the sample for investigation yet. A follow-up report will be provided once the device has been received and reviewed.